Event description:
During open reduction and internal fixation of left ankle, drill bit broke inside patient. The drill bit was used to drill the screw and the drill bit fractured in to the medullary canal of the fibula.